Event description:
Doctor called from his office. Stated that he had removed the shaft of the carter thomason closure device from a patient who had surgery in short stay one month prior.

Event description:
Doctor called from his office. Stated that he had removed the shaft of the carter thomason closure device from a patient who had surgery in short stay one month prior.